Manufacturer narrative:
Novasure disposable was received and tested. Visual inspection was performed, and it was found that the edge of the external sheath was deformed but did not create any issues with the device functionality. Functional inspection was performed, and it worked as intended hence the complaint cannot be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during a novasure procedure that was performed on november 5th , the physician suspected a possible bowel burn but could not confirmed it. The physician performed a hysteroscopy and was able to identify both tubal ostia and did not report any other details. The patient was kept in observation and later discharged. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.